Event description:
IV pump tubing developed an outpouching (looks like a large bubble in the tubing) causing the IV fluids to not flow properly to the patient. Patient suffered no injury. Manufacturer response for IV tubing, bd alaris pump infusion set (per site reporter). Reported to bd with responding email from bd customer advocacy complaint management. Complaint number (B)(4). Product sent back to bd alaris.